Event description:
It was reported by the customer that the lcd display on the insulin pump shows a shadow, so it is not possible to read the information. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No shadow display or display anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.